Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported during treatment, he discovered fluid leaking from the cassette door. He discontinued treatment and disconnected. When he opened the cassette door, fluid came out. The set that was used was discarded. However, companion samples are available and are being returned for evaluation. During follow up, his pd nurse reported that his effluent was clear. He did not have signs of infection. There was no medical intervention necessary. No adverse event reported at this time.